Event description:
A customer alleged receiving a false negative result with the first step pregnancy test (urine.) The customer reported they confirmed a positive result by blood test. No other patient information was available.

Manufacturer narrative:
Control: 25miu/ml hcg urine lot: hcg121226-03, 280.1iu/ml hcg urine lot: hcg120926-04, 229.9iu/ml hcg urine lot: hcg120903-01, 210.6iu/ml hcg urine lot: hcg120910-02. Summary of results: the retention devices meet qc specification, details as below: the 25miu/ml hcg urine control yielded correct positive results with retention devices at 3 minutes (n=15). The 280.1iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time, (n=5). The 229.9iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time, (n=5). The 210.6iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time, (n=4). Conclusion: from retain testing with in-house control, the client's result was not replicated, and the product performed as expected. Customer's complaint wa not replicated with retain devices. Retention devices were tested with hcg in urine at cut off and high levels. All results met qc specification. No false negatives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined without patient specimen analysis in-house. To date, 1 complaint has been reported against this lot. The hcg false negative issue was investigated under (B)(4). This issue will be tracked and trended.